Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the procedure was an open case and the device issue occurred during the cystectomy portion. Did bleeding occur as a result of the device issue? Yes, the bleeding was controlled by tying off with suture. If yes, how much blood was lost (ml)? 500ml more than regularly lost. If yes, did the patient require a transfusion? Not reported. Were the staple retaining caps in place on the cartridges when opened from the packaging? Yes. Were the cartridges loaded with the staple retaining caps in place? Unknown. Did any staples deploy at all? No staples deployed. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? If yes, please describe. None reported ¿ ¿no harm event alert¿ on report. Are the device and cartridges going to be released for return to be analyzed? When risk management releases. If yes, to whom would you like a return shipper kit to be sent? Account contact surgeon was confirmed to be dr. (B)(6), not dr. (B)(6).

Event description:
It was reported that during an open ileal conduit procedure, when crossing the vessels feeding the bladder on the second firing with a white reload, the device cut, but no staples came out of the reload. On the third firing with a white reload, the same issue occurred; the device cut and no staples deployed, no staples were found. It was unknown if the staple retaining cap was missing or if it was in place during reloading of the device. Hand-sewing was used to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # m53829. (B)(4). Conclusion codes: cartridge reloads present. Cartridge (b) gst60w, m53329 was received fully fired with several b shaped staples on cartridge deck. Cartridge (c) gst60w, m5321f was received fully fired with several b shaped staples on cartridge deck. Cartridge (d) gst60w, m5321f was received fully fired and in good visual conditions. Cartridge (e) gst60w, m5321f was received unfired and in good visual conditions. The device was tested for functionality in the articulated position with the returned cartridge reload (e) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.